Event description:
It was reported that while setting up the da vinci s surgical system for a hysterectomy procedure the surgeon console's left eye view was black. With the assistance of an isi technical support engineer, the site attempted to troubleshoot the problem without success. The patient was under anesthesia for approximately 30 minutes and the port incisions had been created when the site decided to convert to laparoscopic surgical techniques to finish the planned surgery. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering concluded that the black left eye view experienced by the customer was associated with configure system video processor. The device is primarily responsible for combining the incoming streams with graphics to create the outgoing streams. The system was repaired by replacing the affected device. The device was returned to isi for evaluation. Functional and system tests were performed and engineering was able to reproduce the customer reported failure mode. The device was repaired after modification of settings. As of 2007, there have been no reported recurrences of the issue at this hospital.